Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of the transfer set tubing spike and tsunagu cap. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. Functional testing which included leak, clear passage and clamp function tests were performed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.